Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicted that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was broken. The guidewire was unraveled. The distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was replaced during the implant procedure due to a broken guidewire. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.